Event description:
The pt reported, she has had 3 cannulas bend since she started on her insulin infusion device therapy one month ago. She said, she has a lot of scar tissue and has had several occlusions. She stated that when she tries to bolus, her infusion device gives an occlusion message. To troubleshoot, the pt was instructed to disconnect from her device and run a bolus through her infusion set tubing which went through without error. She was then instructed to remove her infusion headset. When she did, she discovered the cannula was bent. The pt was educated on alternative site areas that might not have scar tissue and a guide to infusion site management was sent. The pt stated she has a regular appointment with her diabetes nurse this week. She was advised to discuss the issue with her nurse. On follow up, the pt stated she was given an additional adhesive by the nurse to place over her infusion set. She stated "the adhesive is slipping which is causing the cannula to bend." She stated, her blood glucose readings have never been better. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.